Manufacturer narrative:
Upon review of the medical records and further discussion with the analyst it has been determined that this implant is the subject of the reported serious injust of loosening of the metaglene from the natural glenoid. Therefore, revision due to loss of osseointegration form bone to implant. It has been determined that an implant disassociation did not occur.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised due to the glenoid disassociated with the metaglene.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.